Event description:
In 2005, the pt reportedly was unable to hear sound while using this speech processor. Three days later, the pt was seen for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the pt's device was not functioning. Surgery to explant the pt's c1 device is to be scheduled.